Event description:
The complaint involved a pt who underwent knee revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2013. The revision surgery was performed due to unexplained joint pain possibly from an unrelated pt injury. The surgeon removed all the components. The femoral component, tibial insert, locking bolt, patella and the tibial baseplate, which was revised to a modular baseplate, were all revised to new implants.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.